Event description:
Confirmed motor stall noted in the event logs on (B)(6)2010 with no motor stall recovery recorded. The pt had 2 MRI's previous to that and the pump stalled and recovered normal; it was confirmed that pt did not have an MRI on that date. The pump was replaced. The pt recovered without sequela. The medications being delivered via the device system were morphine and prialt.

Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.